Event description:
It was reported that stent thrombosis occurred and the patient experienced chest pain. The patient was presented with myocardial infarction. The target lesions were located in the total distal right coronary (rca) and left anterior descending (lad) arteries with 80% mid and 90% distal stenosis. A 2.5x24 synergy drug-eluting stent (des) was implanted in the rca and a 2.75x12 synergy des was successfully placed in the lad. However, one hour later post procedure, the patient experienced chest pain after electrocardiogram changes and acute stent thrombosis was noted on the distal rca where stent was implanted. Angioplasty was performed with emerge balloon catheter and the procedure was completed. No further patient complications were reported and the patient was discharged home.